Event description:
A surgeon reported a pt had dysphotopsia following intraocular lens (iol) implant surgery. The surgeon stated he put a "piggy back lens" in the sulcus and the pt is very happy now. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There are no other complaint reports in this lot. The information was supplied by the manufacturer, not the user facility. Additional information was requested on 10/05/2007 by fax and mail; 10/04/2007, 10/09/2007, 10/16/2007, 10/18/2007, 10/23/2007 by phone. A completed questionnaire has not been returned.